Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: 2019-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: 2019-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep upon interrogation electrodes 1 and t3 was not usable. Pt was not using those electrodes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician notified rep that he revised the patients stimulator pocket as she recently lost weight and the pocket site was causing her pain. Rep met with patient after pocket revision to clear oor, contacts 0,1,3, and 7 were listed as do not use, but rep able to program around the contacts listed, and pt getting desired stimulation and recharging with no issues. All issues resolved and there is no further information to report. The physician is aware of all information provided in this follow up.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for ab 10.15 information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that they were unable to increase intensity settings since a ¿bad¿ fall a month and a half ago. The patient reported that she had a ¿bad¿ fall a month and a half ago that she thought ¿may have moved the leads.¿ the rep had the patient change groups using their programmer and try increasing intensity in each program separately, but still got the alert that intensity settings could not be provided. A meeting was set up for (B)(6) 2020 to evaluate the patient's system. The issue was not resolved at the time of the report. No patient symptoms reported. Additional information was received. It was reported it was unknown if the leads moved. The patient did not have a recent x-ray on file and was in-between pain management doctors. An impedance check was completed and only contact 3 was out. The cause of the stimulation output issue was unknown. The patient was programmed on electrode 3 and once their stimulator was reprogrammed to not be on that contact, there was no issue with stimulation output. The patient was reprogrammed around the bad contact and the issue was resolved.